Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Functional analysis was done by completing the aspiration testing of the device. Test results showed that the device did not perform as designed. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the device failed to aspirate and an embolism occurred. A 2.1mm jetstream xc catheter was being used in an atherectomy treatment procedure within the right popliteal artery. The device was advanced to the treatment site and ablation was started. It was noticed the blades of the device were spinning but was not aspirating. The device was removed from the patient and the procedure was not completed. No patient complications were reported and the patient was stable. However, symptoms of a possible distal emboli noted post procedure with no known intervention performed.